Event description:
It was reported that the pt said the machine was not suctioning properly. Lms rep walked pt through troubleshooting: this did not resolve the issue; specifically, the machine was not suctioning consistently. A replacement accessory kit is being sent as part of further troubleshooting and the pt will call back if the suction issues persist after connecting the new accessory kit. Unit is being used with male wicks. (Note: complaint was reported by the pt on (B)(6), but the lms rep did not create the complaint ticket. The complaint was discovered by lms qa during a routine review of replacement orders).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the machine was not suctioning properly. Lms rep walked pt through troubleshooting - this did not resolve the issue; specifically, the machine was not suctioning consistently. A replacement accessory kit is being sent as part of further troubleshooting and the pt will call back if the suction issues persist after connecting the new accessory kit. Unit is being used with male wicks. (Note: complaint was reported by the pt on (B)(6), but the lms rep did not create the complaint ticket. The complaint was discovered by lms qa during a routine review of replacement orders).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.